Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description, service report and device log files. Our field service engineer (fse) was on site to investigate the reported issue further and found out that the problem was due to false contacts on the cards, caused by dust that had settled over time. After cleaning, the ventilator passed several pre-use checks as well as functional and safety tests and was returned and cleared for clinical use. The root cause of the reported event could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not keep set o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).